Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported that the drill was deformed when the surgeon drilled with the drill guide. So, the drill could not be removed from the drill guide. The drill stuck out through pt's skin.